Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and morphine via an implanted pump. The indication for pump use was spinal pain. On 17-jun-2016 it was reported that in (B)(6) of 2015 the pump went dry and the patient ¿almost had a seizure from it¿. He didn¿t realize he needed a pump refill and he didn¿t realize at the time what was going on with the beeping. By the time he realized what was going on and they ordered the medication (which took a week) the pump was empty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.